Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 6 infusion sets leakage at the event site on 25-jun-2024, 27-jun-2024, 28-jun-2024, 1-jul-2024, 2-jul-2024 and 4-jul-2024. The infusion set was in use for 1 day. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 6. E1: patient city: (B)(6). Patient country: united states.